Event description:
A talent bifurcated stent graft was implanted on an unknown date. The device was explanted during surgical conversion for an unknown reason. Details of the patient's original treatment, including implant date, were not provided. Patient follow-up information was also not provided. The patient was fine following the surgical conversion. The device was analyzed at the site, and then returned to medtronic for evaluation. Evaluation summary: from the examination of the returned devices the reason for the explant could not be determined. A talent bifurcated stent graft was returned intact, with 2 talent aortic cuffs placed within the bifurcate extending approximately 15 mm above the bifurcate proximal graft margin. It is uncertain if the aortic cuffs were implanted at the original bifurcate implant or during a secondary procedure. A transected single spring length proximal section of the assumed contralateral limb was also returned; detached from the bifurcate gate. The distal contra limb section was not returned. The bifurcate aortic body was found to have a single 0.8 mm length abrasion tear. Films were not provided, so the in-vivo configuration of the stent graft could not be assessed. However, the likely cause of this tear appears to be abrasion related from the underlying aortic cuffs. The hole appeared covered by the cuffs as well as thrombus, and was therefore unlikely to have any clinical significance prior to explant. The most proximal talent aortic cuff was found to have one of the bare spring attachment sutures pulled away, creating a 2mm length tear in the proximal graft margin of the cuff. The cause of this tear could not be determined, and it is uncertain if this tear occurred in-vivo or during stent graft excision at explant. No other device integrity issues were observed. From the limited clinical information provided and the explant analysis, it is unclear why this device was explanted.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (conversion to open surgery); (lack of information, cause of event is unknown). Evaluation, conclusions: other (lack of information, cause of event is unknown).